Event description:
The tablet was not connecting, which delayed the treatment.

Manufacturer narrative:
The issue was identified as a malfunction with the device. The corrective action taken was to replace the tablet. After installing the new tablet, we performed daily calibration, passed the quality assurance check, and conducted multiple scans.